Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2020 it was reported that on (B)(6) 2020, a culture of the insertion site was done which resulted in an unknown antibiotic treatment and a rinse. The patient continues to have problems with the insertion site. The insertion site is producing fibroma, puss and a smelly odor. After examination, it does not appear to be gastric juices. Partner will take care of the insertion site by pulling the peg-j tube tightly.